Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl; cause was not known. Customer consumed glucose to address low bg. Customer inadvertently did not calculate for the carbohydrates consumed when inputting grams into the pump. Contact did not believe the calculated bolus was correct. Bg elevated to 300 mg/dl. Tandem technical support (cts) reviewed pump data and found that the customer had manually declined the pump bg correction which resulted in a lesser bolus amount. Cts educated contact on pump correction bolus. Contact acknowledged information and confirmed pump was working as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 42-53 mg/dl were recorded by continuous glucose monitor (cgm) from 5:14:31 pm to 5:34:30 pm on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. A tubing fill of size 19.3 units was observed on (B)(6) 2019 if user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019 user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. On (B)(6) 2019, user made a bolus request of size 8 units, approximately 2 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.